Manufacturer narrative:
(B)(4).

Event description:
It was reported that fluoroscopy revealed a leak in the catheter. The patient was getting the catheter replaced. The patient had experienced issues over the past year of withdrawal with chills, fever, sweats, sickness, increased pain, and nausea. The patient had felt that the symptoms had worsened over the past year. The pump dosage had been increased. It was noted that the symptoms occurred around the time of pump refills; the refills occurred every 5 weeks. The pump was used to deliver morphine. The patient also indicated that the pump had helped a lot of the pain symptoms. Additional information has been requested, a follow-up report will be sent if additional information becomes available.